Manufacturer narrative:
In the absence of information and inability to communicate with the complainant, it is difficult to rule out potential root causes of false negative identified below: complainant might misinterpret test results. Complainant might not follow the instructions for use (IFU): a. Inadequate sample collection (excess blood or mucus on swab). B. Interpreting result before 10 minutes. C. Not performing test immediately after opening the test device in the pouch. D. Potential contact with foreign substances and household cleaning products during sample collection and testing. E. Operating test outside of storage conditions. F. Excessive buffer application to sample well of test device. Complainant might not use the test in accordance with its intended use: a. Testing outside of first 7 days of symptom onset b. Taking high doses of biotin (> 10 mg per day) 13% of false negative results are expected based on performance characteristics claimed for this test (87% ppa). Tests might be exposed to extreme environmental conditions during storage. Test that the complainant performed might yield false positive result. Access bio will continue monitor further complaints through our data trending program and take further actions based on identified valid trends.

Event description:
The customer reported complaint to distributor that " I did 2 tests in 3 days and they were both negative. I went to the doctor and the test was positive. Why? Now I exposed my whole office" no adverse events were recorded.